Event description:
During a pulse field ablation (pfa) procedure for atrial fibrillation, a faradrive steerable sheath clear was prepared in the standard manner. Upon insertion and left atrial access, the dilator was removed and aspiration was performed. Repeated aspiration revealed the presence of air, suggesting an air leak through the valve and indicating a potential issue with the valve. The sheath was replaced, and the procedure was completed successfully with an alternative device. No patient complications occurred, and the patient recovered fully.